Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot#: va0cnv2, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 07-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported there was a low impedance on the left lead. The cause of the issue was stated to be ¿normal usage¿ with no diagnostics/troubleshooting performed. The lead was explanted and replaced which resolved the issue.